Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient was diagnosed with right breast invasive lobular carcinoma with small foci of non specific component, (grade ii), multiple foci of lcis , and left breast fibrocystic changes. On 9/10/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample was observed a tear at the union between patch and shell of the implant. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/03/2019, mentor received the following additional information: the patient also experienced a left breast cyst post-operatively. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: neoplasm malignant, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old (B)(6) female patient who underwent primary breast augmentation with two 400cc mentor memorygel breast implants, was diagnosed with breast cancer on the right breast by a doctor in (B)(6) and had to have an emergency surgery mastectomy on (B)(6) 2018. During removal of the implants, they were found to have ruptured. This medwatch form is for the right breast prosthesis.